Manufacturer narrative:
Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient underwent a heart transplant procedure and underwent a mitral valve replacement on pod #1 with a 27mm edwards surgical valve. Two days after the mitral valve was implanted it was observed to have significant gradient increase and loss of leaflet mobility. Bav was performed three days after implant, the indication for the bav was stenosis caused by acute thrombosis. Once the thrombus was ballooned, it allowed the leaflets near full mobility again. To stenosis caused by acute thrombosis. The patient was also given a heparin IV drip in the hopes of restoring further mobility of the leaflets. Per the physician, the mitral valve of the transplanted heart may have been damaged during implant and subsequent cardiac massage to get the heart restarted. Prior to heart explant from the donor patient, the mitral valve was said to be working normally. Stenosis of the 27mm edwards valve was caused by thrombus or fibrin tissue formation on the newly implanted surgical valve while the patient was on ECMO. Thrombus formation was found on and around the leaflets of the 27mm edwards valve.